Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with mild calcification, mild tortuosity. The indeflator was connected directly to a non-abbott balloon and during inflation, the gauge of the indeflator would not increase and water was seen leaking from the indeflator near the pressure gauge. A new indeflator was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.